Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powered on. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powered on. The customer stated that the malfunction occurred while user tried to issue medication to a patient and that caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was failed to power up. A field service engineer identified failure icon with all drawers and doors closed. Rebooted station and attempted recovery. Drawers 2.1 and 2.2 and cubies were not detected, and board lights were inactive. Replaced boards and verified drawer detection. Customer signed in and inventoried medications. Station confirmed operational. The system functioned as intended after the field service engineer repaired the device.